Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose range of 189-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.